Event description:
The event was reported via information obtained from the slides presented about thrombectomy. Per the slide presentation, the rates of spasm in the m2 segment of the stented segment over the past three years were posted in the slides. Spasms occurred in six out of eight procedures while using the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown). The spasm was transient and resolved without affecting the patient's clinical symptoms. Information related to patient demographic, patient medical history / presentation, concomitant devices, and the procedure/event date are not known. On 17-jun-2022, additional information was received. It indicates that because the content of this complaint came from presentation material about the embotrap, the procedure date and the lot number of the embotrap device could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter phone: (B)(6). The initial reporter email address was not available / not reported. The device manufacture date is not known as the device lot number is not available / not reported. [Conclusion]: the event was reported via information obtained from the slides presented about thrombectomy. Per the slide presentation, the rates of spasm in the m2 segment of the stented segment over the past three years were posted in the slides. Spasms occurred in six out of eight procedures while using the 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown). The spasm was transient and resolved without affecting the patient's clinical symptoms. Information related to patient demographic, patient medical history / presentation, concomitant devices, and the procedure/event date are not known. On 17-jun-2022, additional information was received. It indicates that because the content of this complaint came from presentation material about the embotrap, the procedure date and the lot number of the embotrap device could not be obtained. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Vasospasm is a known potential complication associated with the use of the embotrap revascularization device and is listed in the instructions for use (IFU) as such. Since the severity of the event is unknown and the relationship of the embotrap revascularization device to the reported event cannot be excluded, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.